Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. A ¿ventilator inoperative¿ error was observed (e-50), indicating the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. The service manual recommends: "check for disconnected tube between blower pressure sensor and blower outlet." And/or " check pressure readings and replace either blower pressure or outlet pressure"; however, the available documentation did not specify which component replacement would be required to resolve the issue. No additional actionable error codes were identified. The device was serviced, inspected, tested, and repaired by the third-party servicer technician after the evaluation.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly."